Manufacturer narrative:
The reported field event of a device caused infection was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic with multiple days of a fever, cough and fatigue. Bloodwork showed the presence of an infection. The physician explanted the patient's implantable cardioverter defibrillator and all leads. The patient was stable throughout.